Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer was in a coma. Customer was found unconscious and ems was called. Customer's blood glucose was around 20 mg/dl to 30 mg/dl. Customer was wearing the device at time of hospitalization. Customer will call back for troubleshooting. Customer will not be returning the device for analysis.